Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 808:02, which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available.

Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in a (B)(6) male homechoice peritoneal dialysis (pd) patient. On (B)(6) 2010, the nursing home nurse called to report fibrin in the patient line. The technical service representative (tsr) assisted the nurse with ending therapy and advised her to contact the pd nurse regarding the fibrin and alarms. On (B)(4) 2010, product surveillance contacted the nursing home nurse who stated that she contacted the pd nurse who advised her to finish therapy with manual supplies. The nurse stated that the patient had peritonitis, but was still continuing with therapy. On (B)(4) 2010, product surveillance contacted the pd nurse regarding the report of peritonitis. The nurse stated the patient was diagnosed with peritonitis on (B)(6) 2010 and was hospitalized from (B)(6) 2010. There was no exit site or tunnel infection associated with the event. On an unreported date, the patient was treated with (unspecified) antibiotics (dose and frequency not reported). The outcome for the event of peritonitis was ongoing and improved.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots for the cassette (h10f07059, h10f14014, h10e08026),with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.